Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22jan2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation found no adverse trend for this type of event. Environmental monitoring results was found to be acceptable they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. Reason for reoperation: rupture and infection (late onset).

Event description:
Patient representative reported "fissure" on an unknown side, right side rupture, ¿discomfort,¿ ¿breasts muscles were also ruptured,¿ ¿extravasated silicone," and patient had a "generalized infection" which made patient "concerned and afraid." Treatment with antibiotics was given. Healthcare professional reported that during explant "device was friable." The device has been explanted. This represents the right side.